Event description:
It is reported that while impacting final femoral implant, the plastic part of the impactor broke off.

Manufacturer narrative:
As returned, part of the poly impact pad has broken off the instrument. Impactor end/pads become damaged through repeated loads to the poly during impaction. The potential field age of this instrument is approximately 10 months. Device history records indicate all components were manufactured and inspected to specification.